Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized due to becoming unconscious and a blood glucose (bg) level of 893 mg/dl. Customer was treated with an insulin drip, manual injections, and antibiotics. Customer was released from the hospital two days later with no permanent damage. Reportedly, the cause for the event was due to intermittent occlusion alarms and due to the pump shutting down. The customer did not address the reported occlusion alarms and subsequently the pump battery depleted leading to the pump shutting down. Reportedly, the customer changed pump supplies and continued using the pump for insulin therapy.